Event description:
The customer reported bellavista 1000 having alarm 401 - inspiration valve or device leaky and 316-blower failure while on a patient. Furthermore, the ventilator was replaced without any harm to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Advised customer to perform an insp block/valve test. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to an environmental contamination. Investigations performed on similar cases that was previously reported from this install base shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This cause the blower damage due to overheating. Replaced the blower with a known good one and perform the blower test. Advised customer to check also the main electronics for any burnt component. The main electronic is also replaced under warranty.